Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medication drawer was unable to be opened. The reporter also indicated that when attempting to open the drawer small metal bits fell outside of the drawer. The customer stated that this malfunction occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails on the half-height drawer were broken. A field service engineer replaced the half-height drawer to resolve the issue. A field service engineer tested the drawers in hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.